Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and administered manual insulin injection to address elevated blood glucose (495 mg/dl). Bg remained elevated and customer went to the emergency room and was subsequently hospitalized with diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, which resolved the issue with no permanent damage. Multiple attempts were made by tandem technical support to obtain hospital discharge date; however, the information was not provided.